Event description:
Customer reported she looked down to the insulin pump and it was shut off. Customer stated it was not a battery issue. Customer stated she replaced the battery and the device started counting. Customer stated the device might have been off for about 15 to 20 minutes. Customer does not recall blood glucose level at the time of incident. Customer stated she bloused extra when the display returned. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.